Event description:
The peritoneal dialysis (pd) patient's registered nurse (rn) stated during a follow-up call, the patient contacted technical services on (B)(6) 2015 requesting assistance setting up her dialysis machine but was not able to complete dialysis therapy on (B)(6) 2015. The nurse stated the patient also contacted her requesting for assistance setting up supplies and confirmed no device malfunction was reported. The nurse stated a home visit was made on (B)(6) 2015 and she assisted with assisting the patient with setting up supplies and connecting to the cycler. The nurse stated the patient reported feeling dizzy and was taken to the hospital on (B)(6) 2015 for hypotension and fluid overload. As of (B)(6) 2015 the patient was still hospitalized, and was expected to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy using the cycler upon discharge. Medical records were requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.